Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. It was stated that when the mother took the customer's blood glucose it read 60mg/dl, but in the mother's blood glucose meter it read 40mg/dl. The customer stated that she was asleep and unresponsive. The paramedics were called and transported her to the hospital. The customer stated that she has been hospitalized many times over the year, and she does not feel it was due to the insulin pump. The customer stated that her blood glucose changes dramatically over night and she does not wake up to eat or treat. No further info was provided.